Event description:
It was reported that this pacemaker was found to be in safety mode and is suspected of premature discharge of battery, with the battery already depleted. This pacemaker was unable to be interrogated as a result. Pacing inhibition was reported due to electromagnetic interference (emi) and oversensing of myopotentials in unipolar configuration. This resulted in the patient having syncope, loss of consciousness, dizziness and asystole. As a result, the patient was hospitalized in the intensive care unit. Subsequently, the device was explanted ad replaced successfully. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and confirmed that a low voltage alert code 1003 was recorded however, critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery and a high current drain however, the battery still supported full device function. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. The high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode and is suspected of premature discharge of battery, with the battery already depleted. This pacemaker was unable to be interrogated as a result. Pacing inhibition was reported due to electromagnetic interference (emi) and oversensing of myopotentials in unipolar configuration. This resulted in the patient having syncope, loss of consciousness, dizziness and asystole. As a result, the patient was hospitalized in the intensive care unit. Subsequently, the device was explanted ad replaced successfully. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.